Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range atrial intrinsic amplitude measurements, however, no sensing anomalies were noted as a result. Additionally, the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel post sensed ventricular activity. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.